Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # u5e99p. Additional information was requested, and the following was received: could you please provide more details of device malfunction "misfired and did not work"? Unknown. Did the device lock out and could not be fired at all? Unknown. Or was the trigger advanced with no staples deployed? Unknown. Were there missing staples from the staple line? Unknown. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Unknown. We were not able to get any additional information. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received with only 4 staples present and protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that when manipulating the device only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the stapler misfired and did not work. The case was delayed by fifteen minutes and a new device was used with no patient consequences.